Event description:
Unomedical reference number: (B)(4). Event occurred in canada. It was reported that the patient faced a bent cannula which led to high blood glucose level. They tried to treat it with bolus via pump and changed the infusion sets. Therefore, on (B)(6) 2023, she first went to the emergency room and was subsequently hospitalized due to high blood glucose level. Moreover, the infusion had been used for three to four hours after insertion and the site location was patient's abdomen. During hospitalization, the patient received fluids of saline (unknown), insulin novorapid, and unspecified medication (drug name unknown) intravenously as corrective treatment which resolved the issue. At the time of this report, the patient was not released from the hospital. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.